Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: stenosis requiring medical intervention. Time of adverse event: five 1/2 years post procedure. It was reported via trial that on (B) (6) 2005, the pt underwent stenting of the proximal left anterior descending (lad) coronary artery with one xience v stent. On (B) (6) 2006, the pt had an angiogram that did not find stenosis greater than 50%, nor did the pt have ischemic symptoms. Abbott vascular medical safety monitor assessed on (B) (6) 2006, angiogram as having 22.3% stenosis in the proximal lad, but not in-stent restenosis. On an unspecified day in (B) (6) 2010, the pt began experiencing ischemia, angina, and shortness of breath. On (B) (6) 2010, the pt had a positive stress test. On (B) (6) 2010, the pt had a diagnostic coronary angiography that found 90% in-segment restenosis, but not in-stent restenosis, which required revascularization with another xience stent that was within 5 mm of the index stent. An 80% occlusion was also found in the obtuse marginal saphenous vein graft that was staged for treatment 2 to 6 weeks later. The pt's symptoms resolved and was discharged home on (B) (6) 2010. No additional info was provided.